Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that it had that 'contact olympus error' involving an olympus bronchovideoscope. The error was not specified. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.